Event description:
Reporter indicated that pt was in surgery to replace his generator. He stated that they were replacing it with a 103 and outside the field, they were able to interrogate and program the replacement generator. They then put it inside the field and connected it to the lead. They performed the first system diagnostics outside the pt and everything was fine. They then put the generator inside the pt and closed the pocket. Another system test was performed which showed that there were 3 months left on the battery until end of svcs. All other parameters were within normal limits. Attempts for further info are pending. Product was returned to the MFR, but analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.